Event description:
Litigation alleges patient experienced severe pain and discomfort.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2927609, 2951142, 2982947, and (B)(4). A search of the complaint database search finds two additional reported incident against lot code 2969774 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for both of the reported heads part and lot code combinations, the metal insert for lot 2951142, and two prior reports for the metal insert with lot 2969774. However, review of the as400 system show that 9 other devices from the reported metal insert lot 2969774 have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Review of the device history records for the metal insert lot 2969774 found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2013. Sales rep reports that the patient was revised because of pain, metal ion levels elevated. Dor: (B)(6 )2013 (left hip). No new information was received that would change the investigational results.